Manufacturer narrative:
Method: risk assessment. Result: the device was confirmed by the stryker rep to not being able to move spring bar over two screws. Device history review was not performed because no lot number or parts were provided. Conclusion: possible causes of the spring bar not being able to cover the screw heads include: does not have screw driver fully inserted into screw, doesn't turn blocker far enough to lock screws in place, screw hole too shallow causing screw to protrude and interfere with spring-bar, poor screw purchase (result of poor bone quality), stripped screw threads.

Event description:
It was reported that the surgeon was doing an acdf on patient. Used 16mm plate and 10mm screws. Was able to final lock the top two screws but couldn't final lock bottom screws. Couldn't seem to get bottom screws seated under the spring bar in order to final lock the plate. We used the fixed drill guide with 10mm drill then used fixed self tapping screws. After that we went to a rescue screw 12mm with 12mm drill and he still couldn't get plate final locked. We used the split tipped stab and grab screw driver too. We ended up leaving the bottom two screws, and we're not able to final lock them.

Event description:
It was reported that the surgeon was doing an acdf on patient. Used 16mm plate and 10mm screws. Was able to final lock the top two screws but couldn't final lock bottom screws. Couldn't seem to get bottom screws seated under the spring bar in order to final lock the plate. We used the fixed drill guide with 10mm drill then used fixed self tapping screws. After than we went to a rescue screw 12mm with 12mm drill and he still couldn't get plate final locked. We used the split tipped stab and grab screw driver too. We ended up leaving the bottom two screws, and we're not able to final lock them.